Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted multiple cs 078 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1; date of submission: 09/20/2016. The pump has been returned and evaluated by product analysis on 08/26/2016 with the following findings. A review of the pump¿s black box and alarm history showed a cs 078 call service alarm. During testing, the pump powered on properly with no alarms. The pump rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours with no call service alarms emitted. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed evidence of moisture corrosion inside the pump on the motor flex connector and on the transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).